Manufacturer narrative:
The technician replaced the foot end brake caster to repair the bed.

Event description:
Information received indicates, the foot end brake caster is ratcheting from side to side when in brake.